Event description:
It was reported that the patient underwent total hip arthroplasty on (B) (6) 2006. Revision surgery was performed on (B) (6) 2010, due to squeaking of the components. As part of the revision surgery, the m2a modular head and m2a flared 1pc cup were replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B) (4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the bearing surfaces appeared to show damage due to subluxation and/or impingement of the joint and exhibited wear apparently due to a third body abrasive trapped in the clearance. Based upon the appearance of the component, the wear rate did not appear excessive. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established during visual examination.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B) (6) 2006. Revision surgery was performed on (B) (6) 2010, due to squeaking of the components. As part of the revision surgery, the m2a modular head and m2a flared 1pc cup were replaced.